Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented in a state of presyncope. Interrogation revealed that the right ventricular lead exhibited loss of capture, which had been preceded by a gradual threshold rise. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.